Manufacturer narrative:
Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle stick (clean) and the 2nd related complaint for cannula through shield on lot # 8351994. Investigation summary: customer returned a photo of a loose 3/10cc syringe. Customer states that she grabbed a needle and pricked her finger as the needle was poking through the protective cap. The photo was examined and exhibited the cannula through the shield, exposing the cannula, which could cause a needle stick. Manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch# 8351994. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200782675, 200782694] noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child 1285035, "on 14th nov 2019, (B)(4) received photo sample of a 0.3ml 31 ga * 8mm tw insulin syringe from batch# 8351994. After visual inspection of the photo sample, we would confirm that it is cannula through shield and happened after getting cannulated, passed the pim inspection for cannula angularity. It must have happened during the process of shielding. Process: racks loaded with hubs travel down a conveyor towards the cannulator. They approach the cannulator turning horizontally in order to receive cannula. Racks pass under mars magnet straightening the cannula in the hubs. The rack passes under two ultraviolet lamps, which causes the adhesive to cure. Then the racks go to the shielder with the use of linear motion. The rack locator positions the racks while getting shielded. The parts are first inspected with an angularity camera, and if the angle of the cannula is too great or there is nothing on that pin, the part is not shielded. The finished product pick and place head won¿t pick it up in the gripper as it is gripping the shield for pick up. Investigation: reviewed the logbooks and l2l for machine adjustment on the process. Did not find any adjustments. A review of the device history record was completed for batch# 8351994. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200782675, 200782694] noted that did not pertain to the complaint. Root cause: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends." Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that one bd¿ syringe 0.3ml 31ga 8mm tw 10bag 500 twn has been found with the cannula piercing through the shield before use. The following has been provided by the initial reporter: customer grabbed a needle and pricked her finger as the needle was poking through the protective cap.